Event description:
Customer reported via phone call that the insulin pump alarmed failed battery test multiple times despite battery changes. During troubleshooting customer stated that the screen of the insulin pump never came on after inserting a new battery. During further troubleshooting the insulin pump turned on for a few seconds and then shut off. Customer's blood glucose reading at the time of the call was 14 mmol/l. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.